Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who experienced a loss of therapy. The patient confirmed that the ins was on and increased stimulation to see if the increased stimulation helped to resolve the return of symptoms. The change in therapy was described as sudden in that the return of symptoms occurred last night and today. The patient has an appointment with her healthcare provider (hcp) on (B)(6) 2017 to address the return of symptoms. Additionally the patient encountered poor communication with and without the external antenna and the patient programmer screen would not light up. The poor communication and screen issues was resolved after replacement of the patient programmer batteries. Patient status is unknown at the time of this report and it is unclear if the patient could feel stimulation at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.